Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a large volume pump module was on a shelf with a sticky note that says "channel disconnected" on it. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that a large volume pump module was on a shelf with a sticky note that says "channel disconnected" on it. There was no patient involvement.